Event description:
Variax dr operation was performed on a patient. During follow-up, screw breakage was found in the side of ulna. The patient had to undergo an unexpected revision surgery due to this. The surgeon extracted the shaft of the screw and completed the procedure.

Manufacturer narrative:
Investigation in progress but not yet complete.